Manufacturer narrative:
Due to disposal of the device at the hospital, no technical investigation on the device could be performed. The manufacturing history of the product was reviewed to determine whether there was any deviation that could account for this event. More detailed information about this case was not available. The review of the manufacturing history of the product detailed above did not reveal any nonconformity. The device in question was manufactured according to the specifications and fulfilled all the requirements of in-process and final inspection. During final inspection each instrument is tested for air tightness by means of a helium leak test and the position of the x-ray markers on the inner shaft is verified to 100%. The product was delivered in a leak-proof condition and in accordance with the specifications. Based on the available information and the conducted investigation no manufacturing related root cause could be determined. The final root cause for the reported event could not be identified.

Event description:
Ous MDR - during inflation of a severely calcified lesion in the sfa, the balloon ruptured at 10 bar and the radiopaque markers of the catheter dislodged. Markers were retrieved with a gooseneck snare, increasing the procedure time. No patient injury was reported. The patient was finally discharged home.